Manufacturer narrative:
This report is being filed on an international product, list number 8p13 that has a similar product distributed in the us, list number 4z21, and 510k/PMA/bla of k202525. Section a patient information: refer to section b5 for complete patient information. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed inconsistent alinity I stat high sensitive troponin-I results on 2 patients. Patient 1: generated results of initial 225.5 pg/ml, repeat 18 pg/ml (incorrect result). The sample was repeated on another analyzer of 182.7 pg/ml and 184 pg/ml, consistent with patient history. Patient 2: generated results of 69.40 pg/ml, 35.8 pg/ml, 1.9 pg/ml, 15.2 pg/ml, 2.8 pg/ml. The sample was repeated on another analyzer 1.9 pg/ml, consistent with patient history. The customer uses package insert for normal ranges. The alinity I stat highly sensitive troponin-I package insert expected values section, 99th percentile are female 15.6 ng/l, male 34.2 ng/l, overall, 26.2 ng/l. No results were reported out of the lab. No patient information is available. No impact to patient management was reported.